Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a female patient, of unknown age and origin. Medical history was not provided. Concomitant medication: insulin degludec, for unknown indication. The patient received insulin lispro (rdna origin) injection (humalog) cartridge, via humapen luxura (champagne), on unknown dose, route of administration, indication for use and start date. On unknown date, unknown time after beginning insulin lispro, the patient experienced blood glucose at 600 and was hospitalized due that. After the event, the patients' relatives started to monitor the blood glucose and believe that the device was with problems. Information regarding corrective treatment, laboratorial examinations, event outcome, discharge dates and therapy status was not provided. Reporter believed that as the device was with problems, it caused the blood glucose increasing episode. The humapen luxura (lot number 0907b01) was associated with product complaint number (B)(4). It was unknown who operated the device or if the operator was trained. Reportedly, the patient used the reported device for many years. It was unknown for how long the patient has been using this device model. Return status of the pen was not provided. The reporter did not provide any relatedness opinion between event and insulin lispro. Edit 13dec2018: upon review on 13dec2018 re opened the case to add a concomitant device and process the product complaint. Edit 18dec2018: updated medwatch and (B)(6) fields for expedited device reporting. No new information added. Edit 19dec2018: upon review on 19dec2018 re opened the case to recode the suspect device from humapen luxura unknown body type to humapen luxura champagne.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 19dec2018 in the b.5. Field. No further follow up is planned. Evaluation summary: a patient's daughter reported the patient's humapen luxura device "was with problems." The patient experienced increased blood glucose. The device was not returned for investigation (batch 0907b01, manufactured july 2009). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review and trend review for the batch did not identify any atypical findings with regard to dose accuracy. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a female patient, of unknown age and origin. Medical history was not provided. Concomitant medication: insulin degludec, for unknown indication. The patient received insulin lispro (rdna origin) injection (humalog) cartridge, via humapen luxura (champagne), on unknown dose, route of administration, indication for use and start date. On unknown date, unknown time after beginning insulin lispro, the patient experienced blood glucose at 600 and was hospitalized due that. After the event, the patient s relatives started to monitor the blood glucose and believe that the device was with problems. Information regarding corrective treatment, laboratorial examinations, event outcome, discharge dates and therapy status was not provided. Reporter believed that as the device was with problems, it caused the blood glucose increasing episode. The humapen luxura (lot number 0907b01) was associated with (B)(4). It was unknown who operated the device or if the operator was trained. Reportedly, the patient used the reported device for many years. It was unknown for how long the patient has been using this device model. The suspect device was not returned to the manufacturer. The reporter did not provide any relatedness opinion between event and insulin lispro. Edit 13dec2018: upon review on 13dec2018 re opened the case to add a concomitant device and process the product complaint. Edit 18dec2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 19dec2018: upon review on 19dec2018 re opened the case to recode the suspect device from humapen luxura unknown body type to humapen luxura champagne. Update 19dec2018: additional information received on 19dec2018 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; and added the date of manufacturer for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.